Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he experienced an inaccuracy during an extreme low (cgm 104 mg/dl, bg 44 mg/dl). Pt became unconscious, and his daughter gave him glucagon. Shortly after, pt had a seizure. His daughter called paramedics, and paramedics revived him. Pt was fine at the time of his call to dexcom technical support.